Event description:
It was reported that inadequate high voltage therapy was noted resulting in arrhythmia. Additionally, right ventricular (rv) noise was noted. The device was explanted and the rv lead was capped. The device and rv lead were not replaced as patient condition no longer required pacer/defibrillation support. The patient was in stable condition.

Event description:
Additional information was received indicating inadequate high voltage therapy was not noted and the patient did not experience arrhythmia. Oversensing of the right ventricular (rv) noise was noted resulting in inappropriate high voltage therapy and patient discomfort. Abbott technical support was contacted, session records were reviewed, and low defibrillation impedance was also noted on the rv lead. Provocative testing was performed during the revision procedure and the noise was unable to be reproduced. The patient was in stable condition.